Event description:
It was reported that the device was failing for a speaker issue and no indication of a shock issue.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the heartstart xl+ was unable to deliver a shock. There is no indication of patient involvement.